Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73d1500047 investigations did not show issues related to the complaint.the device sample has not been returned for investigation at the time of this report.the manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a laparascopic cholecystectomy the surgeon realized immediately that the device was not firing properly so he opened another ae5 and finished the case.the patient condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo 5 ml was received used, opened without original package, lot # 73d1500047 was confirmed. During visual inspection it was observed that components looked well assembled; however trigger component is pre-activated & one stuck clip in jaws; out of position. Functional inspection: clip stuck in jaws was removed manually, applier was activated for full activation cycle, then applier was activated newly and clips did not release properly; clips not loaded in jaws, this condition is present in 4 clips. At the last activation of applier one clip was released, loaded & closed properly. During the manufacture of the device, the manufacturing facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time.

Event description:
Alleged event: during a laparoscopic cholecystectomy the surgeon realized immediately that the device was not firing properly so he opened another ae5 and finished the case. The patient condition was reported as fine.